Event description:
It was reported that a caregiver stated the dexcom g7 sensor stopped communicating with the ilet pump overnight, the pump displayed a replace sensor message, and automated dosing was interrupted, after which the caregiver replaced the sensor and initiated pairing with the 4-digit code and proceeded through warm-up until readings would resume. Symptoms included no adverse signs or symptoms and unaffected blood glucose levels. Outcomes included temporary interruption of automated insulin delivery without clinical harm, with expectation of cgm data resumption after pairing and warm-up. Investigation included customer service troubleshooting, verification of pump notifications and cgm information, confirmation of sensor replacement and code entry, and education on pairing and warm-up process. Investigation of this case revealed that the dexcom g7 sensor had reached the end of its allowed use period and communication ceased as designed, which prompted the pump notification to replace the sensor; device function was consistent with expected behavior, and the issue resolved with standard sensor replacement and pairing. It was concluded, based on previously established findings for similar reports, that the cause was sensor life expiration leading to expected loss of cgm communication until a new sensor was started and paired.